Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvis') and crohn's disease ('autoimmune disorder type of disorder:crohns') in a female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breech presentation, normal pregnancy, multigravida, parity 4 (2007, 2009, 2013, (B)(6) 2015), tonsillectomy, fatigue, chlamydial infection, vaginal delivery (2007, 2009, 2013, (B)(6) 2015), gerd, cholecystectomy, crohn's disease, small bowel resection and seizures. Previously administered products included for an unreported indication: acetaminophen, dicyclomine, depo provera, ondansetron, vedolizumab and omeprazole. Concurrent conditions included abdominal pain, diarrhea, external hemorrhoids, bloating, irritable bowel syndrome, pelvic pain, arthralgia and pelvic adhesions. The patient also had a family history of irritable bowel syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain"), fatigue ("fatigue"), headache ("headache"), dyspareunia ("dyspareunia(painful sexual intercourse)") and migraine ("migraines") and was found to have weight decreased ("weight loss."). The patient was treated with surgery (essure removal procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, nausea, abdominal pain lower, fatigue, headache and dyspareunia had resolved and the crohn's disease, acne, depression, allergy to metals, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, crohn's disease, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: exam under anesthesia revealed a small anteverted uterus. Bilateral tubal ostia visualized. Small amount of polypoid appearing tissue. Otherwise normal appearing endometrial cavity. Pathology test - on (B)(6) 2017: stomach antrum, biopsy: benign, non dysplastic and noninflamed gastric mucosa. No helicobacter seen with special stain. (B) gastro-esophageal junction, biopsy: fragments of benign esophageal squamous and gastric type glandular mucosa, of junctional origin. Negative for intestinal metaplasia or dysplasia. Ultrasound pelvis - on an unknown date: small amount of old blood in posterior fornix, normal appearing cervix. Small anteverted uterus. Ultrasound scan - on (B)(6) 2014: single intrauterine gestation with appropriate interval growth. The kidneys, cardiac outflow tracts, and three-vessel cord were visualized. X-ray - on an unknown date: essure device were in place. Concerning the injuries reported in this case the following events were confirmed via patients medical record: has lost weight(weight decreased), crohn's disease, pain with intercourse(dyspareunia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs+mr received : event "injury nos" was deleted and was updated to specific event. Following events were added: autoimmune disorder type of disorder: crohn¿s, hormonal changes describe: acne, depression, dysmenorrhea (cramping), nausea, nickel allergy, weight loss, lower abdomen pain, lower pelvis pain, headache, fatigue, dyspareunia, painful sexual intercourse, migraines. Lot number added. Medical history added. Historical drugs added. Reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvis') and crohn's disease ('autoimmune disorder type of disorder:crohn¿s') in a female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breech presentation, normal pregnancy, multigravida, parity 4 (2007,2009,2013,(B)(6) 2015), tonsillectomy, fatigue, chlamydial infection, vaginal delivery (2007,2009,2013,(B)(6) 2015), gerd, cholecystectomy, crohn's disease relapse, small bowel resection and seizures. Previously administered products included for an unreported indication: acetaminophen, dicyclomine, depo provera, ondansetron, vedolizumab and omeprazole. Concurrent conditions included abdominal pain, diarrhea, external hemorrhoids, bloating, irritable bowel syndrome, pelvic pain, arthralgia and pelvic adhesions. The patient also had a family history of irritable bowel syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), acne ("hormonal changes describe: acne"), depression ("psychological or psychiatric problems depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain"), fatigue ("fatigue"), headache ("headcahe"), dyspareunia ("dyspareunia(painful sexual intercourse)") and migraine ("migraines") and was found to have weight decreased ("weight loss."). The patient was treated with surgery (essure removal procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, nausea, abdominal pain lower, fatigue, headache and dyspareunia had resolved and the crohn's disease, acne, depression, allergy to metals, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, crohn's disease, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: exam under anesthesia revealed a small anteverted uterus. Bilateral tubal ostia visualized. Small amount of polypoid appearing tissue. Otherwise normal appearing endometrial cavity. Pathology test - on (B)(6) 2017: stomach antrum, biopsy: benign, non dysplastic and noninflamed gastric mucosa. No helicobacter seen with special stain. (B) gastro-esophageal junction, biopsy: fragments of benign esophageal squamous and gastric type glandular mucosa, of junctional origin. Negative for intestinal metaplasia or dysplasia.. Ultrasound pelvis - on an unknown date: small amount of old blood in posterior fornix, normal appearing cervix. Small anteverted uterus.. Ultrasound scan - on (B)(6) 2014: single intrauterine gestation with appropriate interval growth. 2. The kidneys, cardiac outflow tracts, and three-vessel cord were visualized. X-ray - on an unknown date: essure device were in place.. Concerning the injuries reported in this case the following events were confirmed via patients medical record: has lost weight(weight decreased),crohn's disease,pain with intercourse(dyspareunia) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.